Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and several inappropriate electric shocks due to possible atrial fibrillation (af) with the rapid ventricular response (rvr). Further review was recommended. Currently, this ICD remains in service and no additional adverse patient effects were reported.